Manufacturer narrative:
A1: patient identifier: requested, not available due to hospital policy a2: age & date of birth: requested, not available due to hospital policy a3: patient sex: requested, not available due to hospital policy a4: weight: requested, not available due to hospital policy a5: ethnicity: requested, not available due to hospital policy a6: race: requested, not available due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the fit of the arteriotomy locator and sheath was loose. The procedure performed was a left leg angio. The patient was not injured during the event and medical/surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred intra-operative.

Event description:
Additional information was received: a new product was opened until one fit and was utilized to achieve hemostasis. There was no blood loss, and the patient was in stable condition.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5 and to report that this reported event has been reassessed and deemed not reportable based upon the additional information provided in section b5.